Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 lead, implanted: 2011-(B)(6); 694765 lead, implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the patient was complaining of "jumping" in chest and chest tightness. The left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.